Event description:
It was reported that this system was explanted due to possible atrial lead dislodgement with loss of sensing and no capture at max output. This patient was sent to surgeon for atrial lead extraction/replacement but whole system was extracted and replaced with medtronic system. Device and leads will not be returned. No additional adverse patient effects were reported.